Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5056627. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while activating the safety mechanism of a bd saf-t-intima IV catheter after it was used, the needle pierced the sheath and the clinician obtained a contaminated needle stick injury. The source patient is (B)(6). The clinician received routine post exposure lab work but did not receive any prophylactic treatment. The clinician will also have continued monitoring and will receive additional lab work in six months.

Manufacturer narrative:
The MFR report number was listed as 0009610847-2015-00001 on the initial MDR and is being corrected on this supplemental report. Additionally, the gender of the clinician was omitted on the initial MDR. Corrections: MFR report number: 9610847-2015-00003. Sex: female. Sample not returned for evaluation.

Event description:
It was reported that while activating the safety mechanism of a bd saf-t-intima IV catheter after it was used, the needle pierced the sheath and the clinician obtained a contaminated needle stick injury. The source patient is (B)(6). The clinician received routine post exposure lab work but did not receive any prophylactic treatment. The clinician will also have continued monitoring and will receive additional lab work in six months.